Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) was oversensing on the shocking and rate/sense leads, leading to dizziness due to inhibition of pacing. The sensitivity had already been changed from nominal to least.